Manufacturer narrative:
Additional information has been requested. No further information is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this defibrillator exhibited intermittent high out of range shock impedance measurements and increased thresolds. Technical services provided programming options to address impedances. No adverse patient effects were reported.